Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the tube shaft was observed to be severely bent. Tacks were observed in the shaft. It was reported that the component disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument was bent. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic intraperitoneal onlay mesh repair, on the peritoneum, the three tackers were fired properly; some tacks fell into the cavity of the patient, but it was reported that all were retrieved, some were malformed, and theshaft was also malformed. The surgeon used damaged tackers until the tacks were properly attached. There was no patient injury.

Manufacturer narrative:
Concomitant products: abstack30 - abstack30 abs fixation device 30 tacks, lot# n3d0085y abstack30 - abstack30 abs fixation device 30 tacks, lot# n3d0085y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.